Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "a capsule shape on her right," "encapsulation" found via x-ray, "dent in the right," "painful" implant, "the right is starting to go into the capsule shape, that's the one with the dent," and an x-ray shows implant has gone "majorly capsular." Healthcare professional reported "a crease across the lower half of the right breast which may be due to capsular contraction," found via bilateral ultrasound scan. Patient additionally reported "this mess is severely effecting my mental health." Patient additionally reported a non device related event of "chest infection." The device remains implanted.